Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2267 alarm (air in tubing) occurred on the homechoice (hc) device during dwell two of four. The patient was connected at the time of the alarm. During troubleshooting, nothing was found that could have caused or contributed to the alarm. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies and to contact the registered nurse (rn) about the alarm. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.